Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 05-june-2024, it was reported by the patient that he was hospitalized for overnight due to hyperglycemia, vomiting and high ketones. High blood glucose level was 400 mg/dl and in hospital the level was 576 mg/dl. High blood glucose level was treated by insulin pump and IV drip insulin. No further information was available.